Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment compartment all the way down to the bottom, failed battery test, keypad unresponsive and no delivery found on september 20, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, keypad voltage test and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. No delivery alarm was found in the history files on event date of august 04, 2022 at 14:45:18.000 during basal. No delivery was not noted during testing. Keypad unresponsive and failed battery test were not found in the insulin pump history and during testing. Insulin pump was cut open to perform visual inspection and found no evidence of moisture damage. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, stained serial number label, pillowing keypad overlay and stained keypad overlay cosmetic damage was confirmed at battery tube threads and case-corner of belt clip rails. No delivery was not noted during testing. Keypad unresponsive and failed battery test were not found in the insulin pump history and during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. It was also reported the insulin pump rejected new batteries, the buttons were hard to press and received no delivery alarm. No harm requiring medical intervention were reported. Troubleshooting was performed and it was unknown whether the customer will continue to use the device. The device will not be returned for analysis.